Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawers were failed and was unable to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 3 was not detected on the bus and all cubies failed. A field service engineer replaced the row board controller and pyxibus controller boards and ultimately resolved the issue by replacing the retractor band and reconfiguring the system. The system functioned as intended after the field service engineer repaired the device.